Event description:
Patient received post-op, two clave connectors attached to 4- way stopcock. When claves were removed they had broken off inside the stopcock.what was the original intended procedure?yes.device #1is this a laboratory device or laboratory test?no.